Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three photographs of device opened by the account without packaging. The event report alleges the product was used in a surgical procedure. The visual inspection of the first photo depicts the distal end of the trocar was gouged. The visual inspection of the second photo depicts a side view of the gouges on the distal end of the trocar. The visual inspection of the third photo depicts a side view of the obturator and trocar. Functional testing could not be performed because of lack of physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the gouges on the distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confir med. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The surgical time was not extended. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. Lot number not provided. UDI not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a thoraco/lobectomy operation, they noted that the device was broken off. They tried to retrieve all broken pieces, however, the pieces were too small to find completely. It is not known if the all pieces were retrieved from the abdominal cavity. The suction was performed thoroughly than usual. UDI number is not available. The status of the patient: no problem. Male patient the patient age is not available. The patient weight is not available.